Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by the distributor that black spots were found on the hydrocolloid layer of duoderm extra thin upon the opening of several boxes with the same manufactured lot number. No photos or further information has been provided by the complainant.